Event description:
It was reported by service report that the com cord was smashed not allowing communication to the nurses station. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: communication cord.